Event description:
The report stated that the customer had a diabetic seizure while wearing a pod in her dorm room. An ambulance was called, but she declined to be taken to the hospital. An emergency technician administered a dextrose drip and also took a bg reading (45mg/dl). The customer continued to wear the subject pod for the next two days and her bg levels had normalized.

Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. It should be noted that the customer stated she continued to use the subject pod (for over two days) after the diabetic episode. Per the report, "her bg came back in a normal range and was fine since. She was still wearing the pod at the time of the call". Therefore, it can be concluded that the pod was delivering doses of insulin as programmed and functioning as intended as evidenced by the fact that the customer's bg levels had normalized. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.